Manufacturer narrative:
The reported event of header anomaly could not be confirmed. All leads were able to be inserted and secured normally. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that patient's lead was not able to be fixed in the implantable cardiac defibrillator (ICD) header. The implantable cardiac defibrillator (ICD) was ultimately not used and replaced with new device. Patient condition was stable.